Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead became dislodged. The rv lead exhibited loss of capture and sensing dropped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.